Manufacturer narrative:
Unknown part number, UDI unavailable. It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found then a follow up report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
The clinician is using an eds off label (draining cyst into ventricles as stent) and requested information from another clinician directly. As it was off label, we have started tracking this within our system. Per the other clinician: (B)(6) healthy woman presented with a large arachnoid cyst as an incidental finding in 2008. She was asymptomatic and had a normal exam. Despite the size, I followed this incidental, asymptomatic cyst for 7 years. With no observable change in the size of the cyst, she started to develop mild motor signs and subtle cognitive dysfunction, confirmed by neuropsychologic testing. I planned to communicate the cyst to the ventricular system using a codman bactiseal antibiotic-impregnated catheter (rifampin, clindamycin) to function as a stent. At the time of surgery on (B)(6) 2016 the spinal fluid was not crystal clear and I sent a sample which demonstrated a protein count of 514, glucose of 7, and a white blood cell count of 7 with 0% eosinophils. Nothing grew. She developed severe headache postoperatively. I made a clinical diagnosis of chemical meningitis secondary to irritation from the high protein count, and treated her with a course of decadron, to which she responded well with complete resolution of symptoms. Symptoms recurred when the decadron stopped and she once again responded to a second course of steroids. When the second course of steroids stopped, she remained without headache but fatigued easily and a few days later, about 7 weeks after surgery, she developed mild headache, some nausea and didn't feel back to baseline. She looked well, had no meningeal signs and a normal cbc, sedimentation rate and c-reactive protein. I tapped the reservoir in the office on (B)(6) 2016 which demonstrated protein of 563, glucose of 6 white blood cell count 283 with 73% eosinophils. I removed all of her hardware on (B)(6) 2016 and the csf studies at that time look about the same. All cultures remain negative so far.